Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported). This report is submitted on january 17, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to infection at implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on december 01, 2021.